Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. Data review confirmed the reported failed transmitter error. The probable cause was determined to be a low transmitter battery.

Manufacturer narrative:
Com (B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The customer complaint of a transmitter failed error was confirmed. A probable cause was determined to be a low transmitter battery that led to a transmitter failure.